Manufacturer narrative:
Device was not returned for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the rod inserter could not be taken out from the setscrew during the surgery. The surgeon had to make an incision to take the inserter out and used another inserter to complete the surgery.